Manufacturer narrative:
Calibration and controls on the analyzers used for investigation were ok. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and differences in the standardization methodology used. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received discrepant results for two patient samples tested with the elecsys tsh assay on a cobas 8000 e 801 module and also a second e 801 analyzer, a cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer used for investigation. One of the two samples also had discrepant results for the elecsys ft4 iii assay. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. This medwatch will apply to the ft4 iii assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the tsh assay. The samples were initially tested on the reporter's e 801 analyzer on 25-jul-2019. The samples were repeated on a centaur analyzer. The samples were also provided for investigation, where they were tested on the second e 801 analyzer on 25-jul-2019 and the e 602 and e411 analyzers on 29-jul-2019. The serial number of the e 801 analyzer used at the reporter's site was (B)(4). The serial number of the e 602 analyzer used for investigation is (B)(4). Ft4 iii reagent lot number 391521, with an expiration date of 29-feb-2020 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft4 iii reagent lot number 378826, with an expiration date of 31-aug-2019 was used on this analyzer. The serial number of the e 801 analyzer used for investigation is (B)(4). Ft4 iii reagent lot number 380330, with an expiration date of 31-dec-2019 was used on this analyzer.